Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition with six seconds of aystole. Noise was also observed on the right atrial (ra) and left ventricular (lv) channels. Review of the strips believed the noise to be due to electromagnetic interference (emi), however the patient was unable to recall what they were doing at the time of the noise. It was further noted that there had been another episode of oversensing noise several months earlier where there was one second of asystole. The patient did not report any symptoms. The noise was unable to be reproduced, thus a revision procedure was performed. During the procedure the rv lead was surgically abandoned and the previous surgically abandoned pace sense portion of the shocking lead was placed into service. The crt-d was also explanted and successfully replaced during the procedure. The other manufacturer's ra and lv leads remain in service and no additional adverse patient effects were reported